Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report a leak in the insulin pump. Customer stated that the pump's label to covered with a brownish purple liquid. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no traces of moisture noted at the electronic or motor assemblies per our visual inspection. However, the insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window and with stained end cap sticker.